Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor felt strong resistance at the time of insertion, but when the lens entered the eye, the haptic was torn. The preloaded multifocal intraocular lens was implanted in 12/3 operation. The explant and replacement operation was on 12/11. The lens was heated before use. There were no patient injuries, and no other medical intervention was required. No further information was provided.